Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The pump remained in use supporting the patient at that time. A correlation between the device and the reported event could not be determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient had a driveline infection that was positive for serratia and staphylococcus aureus. The patient was afebrile, but had leukocytosis. The patient was treated with cefepime.